Event description:
Customer reported abo discrepancies for pt samples tested on the galileo when performing abo/rh testing using immucor anti-a, series 1. Repeat testing was performed using manual tube testing to test a1 reference cells, lot #111563. Unexpected negative reactions were observed in 4 of 10 vials tested and (4+) reactions in the other 6 vials. Customer states this lot has been in use since 8/24/06 and they have not had any issues previously.

Manufacturer narrative:
Rec'd 10 vials of anti-a (series 1). Vials a, b, e, f, g, and h were rec'd unopened. Vials c, d, I, and j were rec'd previously opened. All vials contain product which appears blue in color, with no discoloration and no turbidity observed. No clots, agglutinates, particulates or leaking were observed. Retention testing was performed using anti-a, lot 101664 and a1 cells, lot 111564. Hemagglutination tube testing was performed with returned (10 vials) and retention anti-a, lot 101664 and retention a1 cells. Retention anti-a performed as expected (4+ reactivity). Returned vials a, b, d, e, f, g, and h exhibited 3+s to 4+ reactivity, vial I exhibited 1+ to 2+ reactivity, vial c exhibited 1+ reactivity and vial j was nonreactive. DHR review revealed no deficiencies. It is not possible to rule out contamination of the customer's product as a cause of the event.